Manufacturer narrative:
The subject device was returned to olympus (B)(6) for evaluation but has not been returned to omsc. Olympus (B)(6) checked the subject device and found that the insufflator of the subject device not holding the pressure and made stop working as the as reported and the main circuit board had failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(6), omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board. The exact cause of the failure of the main circuit board could not be conclusively determined, but omsc surmised it might have been occurred because an abnormality was detected in the internal circuit of the subject device. The internal circuit failure might have been occurred due to the failure of the pressure sensor on the main board. The failure of the pressure sensor on the main board might have been occurred due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Since it had occurred the mistake of the component mounting, the foreign matter (epoxy) had adhered. That adhering the foreign matter (epoxy) made the wires inside the pressure-sensor peel off. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(6), the subject device worked at first then after few minutes of co2 insufflation, it stopped to flow co2. At the same time, all leds of the front panel of the subject device was disappeared except of the power led indicator. There was no patient injury associated with this report.